Event description:
The surgeon removed the jackson pratt from the patient¿s right knee and he felt a kick sound after removal of the drain.  He ordered an x-ray of right knee at once and found a foreign body around the right knee.  The foreign body was removed.

Manufacturer narrative:
The customer sample was received for investigation. Visual examination revealed that it is a jackson pratt silicone round drain 10fr and it was attached to a jp 400cc reservoir. It also showed traces of adhesive and fibers compatible with safety tape. Visual inspection revealed that the clear silicone tubing broke just in the first pair of holes. Microscopic examination revealed smooth edges at the two pieces of tubing fracture site and distortion in the adjacent tubing which indicates that the tubing was stretched (elongated) to failure. The breakage appears to be due to the force applied during removal exceeded the tensile strength of the tubing. The characteristics of the fractured area are similar to those failures, which are caused by excessive force. The device history record (DHR) for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, preventive maintenance, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is 750 psi. DHR of this tubing demonstrated tensile strength results of a minimum of 954 psi in testing performed. The minimum pull test specification in the perforated area is 3.0 lbs. DHR demonstrated pull test results ranged from 5.7 to 6.3 lbs in quality testing performed. Inspection records for raw material used to extrude the tubing were reviewed and certificate of analysis indicates that all test results are within specification limits, including tensile and tear tests. Continue- please see attached continuation of investigation for narrative text.